Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, during on-site visit - the check of the device was done and no malfunction was found. The device passed all performance tests and could be returned to clinical use. No parts were replaced. No further failures were reported. The device's logs were reviewed and confirm reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms such as o2 concentration low, airway pressure high or expiratory minute volume low indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). Unfortunately, as the cause of the leakage was not found, the exact root cause could not be determined.

Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).